Event description:
It was reported that the patient underwent a spinal procedure for scoliosis at l3-s1 using posterior fixation. It was confirmed by x-ray that one non-break off plug loosened at right side l3 approximately 7 days post op.

Manufacturer narrative:
Neither device nor film or applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. In addition, this part is not approved for use in the united states; however, a like device catalog #7540120, was cleared in the united states.